Event description:
Pt reported having an elevated blood glucose level of 600 mg/dl due to being ill. Pt's normal blood glucose level was not provided. Pt is currently in the hospital . Pt reported the down button on the infusion device is defective. No further information is available. Requested returned of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.